Manufacturer narrative:
On august 5, 2013. This event concerns a device that was manufactured and used outside the united states. Other: programmer files were reviewed. Conclusion: the reported behavior was confirmed. It was due to a programmer software limitation: absence of refresh of the manager database when exiting a programmer session. This programmer limitation does not impact pacemaker operation by itself. It is only a programmer behavior issue. Because no patient name was programmed in the first patient file that was created, the name of the patient remained "xxxxx" in the "patient data" tab in the manager screen (even if the patient name was properly filled in and programmed in subsequently created patient files). Therefore, the pdf reports that were created from these patient files were titled with "xxxxx" instead of the patient name. Deleting the old patient folder labeled "xxxxx" after exporting/importing it or performing a complete reboot of the programmer (not its hibernation) are two means of replacing the "xxxxx" by the correct patient name (once the latter has been programmed). So as to prevent this issue from occurring, when the device is interrogated for the first time, patient data should be programmed during the same first session.

Event description:
Reportedly, during the follow-ups performed on (B)(6) 2013, pdf reports were created. However, the names of the pdf files were not correctly displayed; they started with "xxxxx". An explanation was requested. Analysis confirmed the reported behavior. It was due to a programmer software limitation. It does not impact pacemaker operation; it is only a programmer behavior issue.